Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. The patient reports he changed his site and cartridge the day before, when he went to bed his blood glucose was 158 mg/dl. When he awoke at 0500 his blood glucose was 417 for which he gave a correction bolus. At 0830 he was 487. He changed his infusion site and cartridge and bolused at 1130 he was at 497 and went to the ER. He was released later that afternoon. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.